Event description:
The customer contacted stryker to report that their device was unable to provide voice-prompts upon start-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
During initial device evaluation the device was unable to complete its boot-up cycle. The device was send to the stryker product assessment center (pac) for further evaluation and the device log was downloaded and confirmed the device was able to deliver defibrillation therapy. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to provide voice-prompts upon start-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.